Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. Three hundred ninety-four (394) days post procedure, a 3-4mm thick non-mobile thrombus was seen on the closure device. No further patient complications were reported. It was further reported that the follow up 394 days post procedure was the patient's routine one year follow up appointment. The patient was placed on aspirin and eliquis in response to the thrombus.

Manufacturer narrative:
B2: outcomes attrib to adv event- updated. B5: describe event or problem - updated. B7: other relevant history - updated. H6: impact codes- updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. Three hundred ninety-four (394) days post procedure, a 3-4mm thick non-mobile thrombus was seen on the closure device. No further patient complications were reported. It was further reported that the follow up 394 days post procedure was the patient's routine one year follow up appointment. The patient was placed on aspirin and eliquis in response to the thrombus. It was further reported that five (5) months later the patient still had a thrombus seen on the closure device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. Three hundred ninety-four (394) days post procedure, a 3-4mm thick non-mobile thrombus was seen on the closure device. No further patient complications were reported.